Event description:
It was reported that pump had scratches on screen. There was no reported impact to the customer¿s blood glucose level. Patient did not want to troubleshoot issues with pump, and no additional information was received regarding any further actions or outcomes.